Manufacturer narrative:
Updated fields: b4, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. Corrected field : e1 ( event site address ). A getinge field service engineer (fse) evaluated the unit, and the machine was found to be reporting a power up test fails error. Further testing showed that the vacuum set point of the machine was out of range. The fse adjusted/recalibrated the vacuum regulator (rg4) to the proper range. The device was checked again, and no errors showed. It was also found that the safety disk already crossed 6000000 assist cycles, therefore the fse recommended to replace the safety disk. The device passed all functional and safety checks and was return to the customer in good working condition.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was displaying error code 14. The issue was found by customer during routine check. There was no patient involvement.